Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed evidence of cs 078 alarm. During testing, the pump was exercised for 24 hours with no cs 078 alarms occurring. The call service alarm complaint was shown in the pump history but was not able to be duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, fading, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.